Manufacturer narrative:
The actual device was returned to the facility for evaluation. The return sample was visually inspected. The sheath was returned in six pieces: the sheath in three pieces, the balloon dilator, the fairing tip and a piece of the outer jacket. The sheath was cut open by the facility to retrieve the fairing tip which was noted to be separated from the dilator. The balloon dilator was intact besides the separated fairing tip. The fairing tip was noted to be partially inverted. A review of the device history record of the involved product/lot# combination confirmed that there were not any indications of production related issues. A search of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction. The exact cause cannot be determined based on the available information. The case details indicate that resistance was met while removing the balloon dilator. The solopath device malfunction most likely occurred from excessive removal force which may have exceeded the tensile value of the device resulting in an inner lumen break. The device labeling does address the potential for such an event in the instructions-for-use, which states: "if resistance is met when advancing or withdrawing the guidewire or sheath, determine the cause by fluoroscopy and correct before continuing with the procedure." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported fairing tip separation on the solopath device during a procedure. Follow up communication with the user facility confirmed the following information: the procedure was an abdominal endo graft repair with a gore medical graft; access was attained in both right and left femoral arteries with 6fr 10cm sheaths; the left sheath was exchanged for an sr-1925 into the left femoral artery and expanded per protocol; when removing the balloon dilator, resistance was met and the physician noted that the faring tip was no longer attached to the dilator outside of the body; the operating md removed the entire system and inserted a new sr-1925 per protocol in the same groin access site without difficulty; the procedure was completed successfully; the md confirmed that the faring tip was not dislodged within the patient, by cutting the "defective" solopath sheath open for verification; and there was no harm to the patient.